Event description:
A peritoneal dialysis pt reported that the machine alarmed leak. The pt noticed a hole in the cassette. The sample was saved, however, was not forwarded on or received for eval. There is no info of any ill effect.

Manufacturer narrative:
Device history record review: the DHR of this product 050-87212, lot #10hr08038 was reviewed and the following highlights were found: the product did not have any ncr. No deviation was documented during the mfg process. All the applicable tests during the in-process and final inspections were conducted in order to ensure product integrity and were documented with acceptable results according to applicable procedures. No rewords/re-inspections were performed to this finished goods lot of 10hr0838. Sample analysis. No sample was received for eval. Conclusion: the sample was not received and the complaint is deemed as unconfirmed. Unfortunately, without the complaint sample, it is not possible to perform an investigation to implement appropriate corrective/preventative actions that lead to avoid this type of incident. Fmc will continue to monitor and trend per current procedure.